Event description:
It was reported that the external pulse generator had a broken ventricular input connector. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connector was broken, and further noted that the upper case, serial number label and encoder flex were damaged, the lower case was broken, the side bail covers were broken and contaminated, the ring was bent and the keyboard was scratched. All found defective parts were replaced. (B)(4).